Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
Tech alleged that the cardio pulmonary resuscitation is not working. No pt impact.